Event description:
Product complication: rx acculink would not cross time of complication: during procedure on 10/11/2005 symptoms: aphasia & right upper extremity weakness additional info - pt's CT scan results were received, indicating from the CT scan performed on 10/20/2005, found a subacute ischemic infarct within the left frontal parietal regivertex without appreciable change, periventricular white matter changes, which could be related to vessel disease and old bilateral basal ganglia lacunar infarcts. No evidence of an acute intracranial hemorrhage or midline shift. Pt's eval on 11/15/2005 indicates the discharge diagnoses were bilateral pneumonia, cerebrovascular accident during the carotid stenting and chronic kidney disease. The pt also developed aphasia and right upper extremity weakness consistent with acute left mca crebrovascular accident during the procedure. The pt was admitted for postoperative treatment and monitoring. During the hospitalization the pt was unable to swallow without choking and fed by nasogastric tube and also developed pneumonia and given medication. The pt has made considerable neurological recovery; however, remains unable to pass a modified barium swallow. Pt has been discharged to a skilled nursing facility, is in stable and improved condition. No additional info was available.

Event description:
It was reported that the pt experienced a stroke, cva left lica territory. The stent occurred in 2005 during the carotid procedure and is continuing. The condition is not pre-existing; however, is not felt to device related. Medication was administered and the patient required prolonged hospitalization and believed to be life threatening. The patient's outcome is unchanged. It was also reported that the acculink was unable to access the target anatomy during the procedure.